Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported the patient experienced severe hypoglycemia on (B)(6) 2013. Her blood glucose decreased to 38 mg/dl after having dinner and she lost consciousness. Mother reported the bolus advice on the blood glucose meter was incorrect, and this caused hypoglycemia. The type of treatment provided by mother is unknown. The blood glucose meter was requested for evaluation.

Manufacturer narrative:
No product related to this case is expected to be returned since the affiliate was unable to reach the customer. The customer's allegations of incorrect bolus advice and memory problems could not be tested due to no return. Device was not returned to manufacturer.